Event description:
It was reported by the sales rep that during a podiatry procedure, the handpiece was leaking black oil from the blade mount during surgery when inserting/removing the blade or when the blade mount was pulled out to pivot. The procedure was completed successfully and the pt was not adversely affected.

Manufacturer narrative:
The handpiece involved in the reported event was evaluated. During the evaluation, the tech noted debris from previous cases in the blade mount. Water was run through blade mount; the water did pick up some of the debris and gave the water a slightly tinted color; however, no oil detected. When blade mount was actuated, there was a significant amount of debris from previous cases that was not properly cleaned out. The debris noted during the evaluation could be from improper cleaning and sterilization process by the customer or previous users of this loaner. The handpiece is to be cleaned, lubed, adjusted and returned to the loaner pool.